Manufacturer narrative:
Two (2) samples received. Visual inspection: the samples were visually inspected at a distance of 12 to 16 under normal conditions of illumination. Results: no discrepancies were detected on the tubing, components, nor solvent bonds functional testing: leak testing on the sample received was performed using hydrostat vessel cal. ID: (B)(4); due date: (B)(6) 2021 to look for unusual functions; the water flowed easily through the tubing and no leakage nor water drops came out of the filter from none of the 2 samples, it can be seen how the water was dripping correctly from check valve root cause cannot be determined since the complaint was not confirmed due to the fact the samples tested successfully passed.

Event description:
It was reported that leaking at filter occurred, both with epoch and 46 hour 5-fu infusions. No patient injury was reported.

Manufacturer narrative:
Two (2) samples received. Visual inspection: the samples were visually inspected at a distance of 12 to 16 under normal conditions of illumination. Results: no discrepancies were detected on the tubing, components, nor solvent bonds functional testing: leak testing on the sample received was performed using hydrostat vessel cal. ID: (B)(4); due date: (B)(6) 2021 to look for unusual functions; the water flowed easily through the tubing and no leakage nor water drops came out of the filter from none of the 2 samples, it can be seen how the water was dripping correctly from check valve root cause cannot be determined since the complaint was not confirmed due to the fact the samples tested successfully passed.

Event description:
It was reported that leaking at filter occurred, both with epoch and 46 hour 5-fu infusions. No patient injury was reported.